Event description:
Procedure performed: hemorrhoidectomy. Event description: the doctor said, the first revision 8 days past surgery the patient was ok, no bleeding and everything as expect, but at day #9 post surgery the patient had have a bleeding in one of the hemorrhoid treated and the patient must to be reoperated and now is stable and ok. This event has been reported in three more patient. We ask to the hospital the devices and they dont have it so we cant not send to revision on. We know this hospital usually reprocess this handpieces. Type of intervention: the doctor did an additional intervention to stop the bleeding 8 days after. Patient status: the 4 patients are well now, the bleeding was treated and they are out the hospital.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any manufacturing non-conformance that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the patient injury was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hemorrhoidectomy. Event description: the doctor said, the first revision 8 days past surgery the patient was ok, no bleeding and everything as expect, but at day #9 post surgery the patient had have a bleeding in one of the hemorrhoid treated and the patient must to be reoperated and now is stable and ok. This event has been reported in three more patient. We ask to the hospital the devices and they dont have it so we cant not send to revision on. We know this hospital usually reprocess this handpieces. Additional information received 22apr22: when they need to reprocess the voyant they use de [name] with formaldeid at 65 degrees celsius for about 1:45-2 hours. Type of intervention: the doctor did an additional intervention to stop the bleeding 8 days after patient status: the 4 patients are well now, the bleeding was treated and they are out the hospital.